Event description:
It was reported, the patient experienced urinary retention and bilateral lower extremity weakness. The patient had not urinated or had a bowel movement for two days. The patient went to the emergency room where the patient was catheterized and 2 liters of urine were removed. An MRI was performed in 2009, and showed and inflammatory mass at t9-t10. Debulking surgery was performed. The hcp cut out 1 cm of the catheter that was immersed in the granuloma. The hcp was only able to remove 60% of the mass as it was anterior and difficult to debulk. The drug in the pump was dilaudid and bupivacaine. The drug concentration had recently been changed as well as the addition of the bupivacaine. The patient outcome was unk at the time of the report. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
Results: other = catheter.